Event description:
It was reported that the user experienced hyperglycemia recorded at 400 mg/dl while using the ilet system after noticing a temporary disconnection; the user reconnected the device at home, performed a full supply change with a contact detach 23", 6 mm set, confirmed the dexcom g7 cgm was functioning, and verified the pump was dosing without occlusion alerts, decreasing to 350 mg/dl and later returning to range. Customer care provided support that included recommendation to change supplies if blood glucose remain elevated. Investigation of this case revealed no occlusions, no leakage, and no site or tubing defects observed by the user, with glucose improving after reconnection and supply change. It was concluded that the cause of the hyperglycemia was unclear, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.